Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced master tool manipulator (mtm) to resolve the issue. The system was verified and ready to use. Isi has not received the mtm for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer encountered a repeating recoverable faut on the surgeon side console 2 (ssc2) left master tool manipulator (mtml). The customer noted that the power cycled the system multiple times, but the issue remained. The customer disabled the mtml2 and continued the case on ssc1. The technical service engineer was unable to view the system logs but recounted with the customer that the reported error was likely 25521. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the surgical procedure was initially planned with a one-console configuration for the surgeon. The procedure was performed robotically using console 1; the console 2 was for training purposes. The procedure went well with no impact. The console 2 was working again with the possibility to use all arms.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The master tool manipulator (mtm) was analyzed. The issue was confirmed in artemis and successfully replicated on a surgeon side console fixture test platform (sftp) system. No visual defects related to the reported issue were identified during inspection. Functional testing on the sftp system resulted in failure on axis 6. An applied behavioral analysis (aba) swap was performed on the gimbal. The complaint was confirmed by failure analysis. The probable root cause is attributed to electronic and fiberoptic defect of the mjb (master junction board) printed circuit assembly (pca) assembly of the mtm.

Event description:
Refer to h11 for follow-up information.